Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button key[ad anomaly, frozen display anomaly and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer also reported that keypad anomaly and frozen display and battery out limit alarm. Customer stated that the insulin pump alarmed during normal use. Customer reported that they were unable to clear the alarm. Customer unable to performed troubleshooting for high blood glucose level with keypad anomaly. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.